Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son visited emergency room for high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 515 mg/dl. Customer stated that not changing sites or rotating them caused high blood glucose. Customer was experiencing high blood glucose symptoms like weakness, tiredness, increased thirst, headache, feeling sick and other pale. Customer was in emergency room for few hours and treated with intravenous insulin drip. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was inactive at the time of incident. The insulin pump will not be returned for analysis.